Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device was fired successfully, but pin did not line up and caused misfire when they put on the listed additional reload.